Manufacturer narrative:
Patient ID reported as (B)(6). Additional procodes: hty, jdr, mbi. Complainant part is not expected to be returned for manufacturer review/investigation. No nonconformances were identified for this part-lot number combination. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a bicep tenodesis, the lupine anchor with orthocord was being inserted when it crumbled, and the sutures were released. Fragments were generated, and part of the anchor remained in the patient. There was a five (5) minute surgical delay as a new anchor was opened and re-drilled. Procedure was completed successfully. There was no patient consequence. This report is for a lupine br ds with orthcord. This is report 1 of 1 for (B)(4).